Event description:
Customer returned the device for evaluation and repair of the issue of blocked occurring during device evaluation. There is no patient involvement and no harm to any patient. Upon evaluation of the returned device, it was observed that there was a blue foreign material, appearing to be plastic in nature, protruding from the device nozzle. This medwatch is being submitted for the reportable issue of foreign material protruding from the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that it was observed that there was a blue foreign material, appearing to be plastic in nature, protruding from the device nozzle. This material is not originating from the device. The blockage is likely caused by user handling. Due to the blockage, the device failed the water flow and water removal test. The device also failed the electrical safety test. A comprehensive leakage check was completed; no leaks were evident. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.